Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals found the bottom case seal was intact and plunger case seal was removed. The investigation found the top and bottom cases are in excellent condition. The pump event history showed a primary audible alarm background (bgnd) test in pump error history log (ehl). During the investigation, power up and performed infusion / occlusion test using same rate as customer was performed. The technician was unable to duplicate. Primary audible alarm bgnd test error found in (ehl) and a slight crack found on right plunger case was found. The cause of the reported issue was undetermined, and speaker and the main pc board were inspected and no damage or contamination found. The root cause of the reported issue was also undetermined. The technician replaced speaker as preventive measure. Replaced right plunger case and performed power up process and all the functional tests passed.

Event description:
It was reported that a audible alarm and crack right plunger case was observed. No patient injury was reported.